Manufacturer narrative:
Additional information : the device was received for evaluation contaminated with chemotherapy. Due to the nature of the sample the reported condition was not possible to identify during visual inspection nor could further testing be performed. Therefore, the reported condition could not be objectively refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Mw5086601. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set was leaking from the y-port of the filter tubing. The leak was discovered during patient infusion of unspecified chemotherapy. To resolve the issue, therapy was stopped and restarted with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.